Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device would not stay in lock position and got hot could not be confirmed but the reported condition that the device would not lock the cutter device was confirmed. Visual and functional assessments were performed on the device which found that the device would not secure the cutter device and ran in the load position (powerbroken). It was determined that the pawls and lock cylinder were damaged which caused the cutter not to secure and the device to be powerbroken. It was determined that this issue was consistent with trying to run the device in the load position damaging the pawls and lock cylinder. The assignable root cause was determined to be due to component damage caused by user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the motor device would not stay in the lock position, won't lock burr and ran hot. It was reported that the event was discovered during the regular overnight test and was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.